Event description:
During preparation of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the touch screen on the central control monitor (ccm) responded slowly and the pointer was out of alignment. The field service rep conducted an evaluation of the device. The ccm was recalibrated, however, the alignment could not be recovered. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.